Event description:
It was reported that during the atrial fibrillation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that leaking valve was noted. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is not expected to be returned as it was lost. It was further reported that the leaking fluid was saline only. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that leaking valve was noted. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is not expected to be returned as it was lost.